Event description:
The customer reported that there were lines in the images, the recalled images were distorted, and the stored images were missing.

Manufacturer narrative:
The ge svc rep removed and replaced the harddrive, installed version 29 software and installed the current config files. The system functions as intended.